Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
(B)(4), is an initial report received on 09/09/2015 from a novartis clinical trial study and healthcare provider (hcp). The patient suffered from severe spasticity post stroke (indication for use) (MFR control number (B)(4)). This patient was enrolled in a randomized, controlled, open label, parallel group, multicenter study to compare the effect of intrathecal baclofen therapy (itb therapy) verses best medical treatment (bmt) on severe spasticity in post stroke subjects after 6 months active treatment. The patient's medical history included ear infection (unknown dates). Concurrent conditions included cerebrovascular accident ((B)(6) 2011 to ongoing), hypertension ((B)(6) 2011 to ongoing),hypothyroidism ((B)(6) 2015 to ongoing), gastrooesophageal reflux disease ((B)(6) 2012 to ongoing), hypercholesterolaemia ((B)(6) 2011 to ongoing), headache ((B)(6) 2011 to ongoing) and hemiparesis ((B)(6) 2012 to ongoing). Concomitant medications included baclofen ((B)(6) 2015/ongoing), plavix (clopidogrel bisulfate) (B)(6) 2011/ongoing), metoprolol ((B)(6) 2012/ongoing), lisinopril dehydrate ((B)(6) 2015/ongoing), hydralazine ((B)(6) 2011/unknown), amlodipine maleate ((B)(6) 2011/ongoing), amilorid/hctz (amiloride hydrochloride, hydrochlorothiazide) ((B)(6) 2011/ongoing), armour thyroid (thyroid) ((B)(6) 2005/ongoing), acetaminophen (paracetamol) ((B)(6) 2011/ongoing), amoxicillin trihydrate ((B)(6) 2015/ongoing), aspirin ((B)(6) 2011/ongoing) (acetylsalicylic acid) and lipitor (atorvastatin calcium) ((B)(6) 2011/ongoing). The concentrations and doses of the medications were not provided. The patient was randomized to itb (intrathecal baclofen therapy) treatment arm of the study. On an unspecified date, the subject received baclofen intrathecal (baclofen) for the treatment of muscle spasticity at an unknown dose. On (B)(6) 2015, the patient presented to the emergency department due to urinary tract infection (uti) with resulting gram negative bacteremia causing sepsis. On the same date, the patient was diagnosed as sepsis. Also on (B)(6) 2015 the culture taken was significant/abnormal for gram negative bacteremia. Action taken with the study medication due to event was unknown. On (B)(6) 2015, the patient completely recovered from the event sepsis and on same day the patient discharged from the hospital. The event sepsis was considered serious (life threatening and hospitalization) by the investigator. The investigator assessed sepsis as not suspected to treatment with study medication but did not provide the relationship between the device and the event sepsis. The investigator has assessed this event as a new illness, injury which was sepsis with gram negative bacteremia secondary to complicated uti. Medical assessment comment: considering the infective etiopathogenesis of the event urinary tract infection and diagnostic test suggestive of gram negative bacteremia which is unlikely to occur with the study drug, the causal role of the study drug is unlikely. Hence, the event is taken as not suspected.

Manufacturer narrative:
(B)(4).

Event description:
A male patient who suffered from severe spasticity post-stroke was randomized on (B)(6) 2015 to a randomized, controlled, open-label, parallel-group, multi-center study to compare the effect of intrathecal baclofen therapy (itb therapy) versus best medical treatment (bmt) on severe spasticity in post-stroke patients after 6 months active treatment. The patient was randomized to the bmt treatment arm of the study. On (B)(6) 2015, the subject experienced moderate "urinary tract infection and leukocytosis" which was medically significant because the subject had multiple kidney stone infections. Action was not taken with study drug for this event. The subject received levofloxacin (levaquin) for urinary tract infection from (B)(6) 2015. A complete blood count (cbc), comprehensive metabolic panel, prothrombin time-international normalized ratio (protime-inr), activated partial thromboplastin time (aptt), urinalysis, chest xray, electrocardiogram (EKG), rapid influenza a/b and blood culture were also performed. The subject was not admitted to the hospital and was sent home the same day. The event was resolved on (B)(6) 2015. The investigator assessed the relationship between the study medication and the event of "urinary tract infection and leukocytosis" as not related. The investigator did not provide the relationship between the device and the event of "urinary tract infection and leukocytosis". The investigator has assessed this event as a new illness, injury because the subject experienced generalized weakness and chills since renal stone and stent removal. Initial information was received on 28-jun-2016. The event term was updated from "urinary tract infection and leukocytosis" to "urinary tract infection". The investigator reported that white blood cell (wbc) count was at 19.9 (range 4.0-10.5 10*3/ul). The result of urinalysis showed protein at 100(++), blood >=1(+++), leukocytes at 75(+) and rbc at 5003(range 0-3/hpf). The investigator assessed the relationship between the study medication and the event of "urinary tract infection" as not related. The investigator did not provided the relationship between the device and the event of "urinary tract infection". No more information was expected. Follow up information was received on 21-jul-2016.

Event description:
Additional information was reported by the investigator (healthcare professional) regarding a patient participating in a study. It was reported that the patient also had concomitant medications of salbutamol sulfate continuing from (B)(6) 2015 and guaifenesin continuing from (B)(6) 2015. The patient had also been treated with zosyn and azithromycin. The patient's medical history also included spastic hemiparesis from (B)(6) 2012. It was reported that the initial urine and blood cultures taken on (B)(6) 2015 were positive for e. Coli. It was noted that a repeat culture showed no growth. Follow up information was received on (B)(6) 2016 and it was noted that the event term was updated from "urinary tract infection with sepsis" to "urinary tract infection." The investigator assessed the relationship between the study medication and the event of "urinary tract infection" as not related. The investigator did not provide the relationship between the device and the event of "urinary tract infection." The outcome of the event was reportedly resolved.

Event description:
Case description: case number (B)(4), is a report initially received from an investigator (physician) on (B)(6) 2015. This report refers to a (B)(6) male patient (patient ID: (B)(6)) who was randomized on (B)(6) 2015 to a randomized, controlled, open label, parallel group, multi-center study to compare the effect of intrathecal baclofen therapy (itb therapy) versus best medical treatment (bmt) on severe spasticity in post stroke patients after 6 months active treatment. Concurrent conditions included hypothyroidism from (B)(6) 2005. This poly medicated patient started study medication lioresal (baclofen) for the treatment of severe spasticity in post stroke from (B)(6) 2015 at a dose of 5 mg, qd (intrathecal). On (B)(6) 2015, the patient presented to emergency department with fever and chills (refer case: (B)(4)). The patient was evaluated and given a diagnosis of ''aspiration pneumonia'' (pneumonia aspiration). It was reported that chest x-ray, blood culture, chest CT, urine culture, urinalysis, red blood cell (rbc) count, white blood cell (wbc) count, international normalized ratio (inr) and liver function tests (lfts) were done to confirm the diagnosis of "aspiration pneumonia." The patient received flagyl (metronidazole benzoate), ceftriaxone and levaquin (levofloxacin) for the event aspiration pneumonia. The patient also experienced other serious adverse events "sepsis" on (B)(6) 2015 (B)(4) and hydronephrosis" on (B)(6) 2015 (B)(4). The patient had other event urinary tract infection, kidney calculus (refer case: (B)(4)). Therapy status of lioresal was ongoing at the time of this report. The patient was recovered from ''aspiration pneumonia" and discharged on (B)(6) 2015. The outcome of the events sepsis and hydronephrosis was not reported. The causality of the events sepsis and hydronephrosis was not reported. The investigator assessed the relationship between the study medication and the event of "aspiration pneumonia" as not related. The investigator did not provide the relationship between the device and the event of "aspiration pneumonia." The investigator has assessed this event as a new illness and injury. Follow up report received from an investigator (physician) on 11 mar 2016: added treatment medications (flagyl, ceftriaxone and levaquin) and new events sepsis and hydronephrosis. Novartis comment: mac for baclofen: considering the pre-existing medical ailments like gastro-oesophageal reflux disorder, stroke and hemiparesis, all of which together explain the occurrence of the event aspiration pneumonia better, hence the causal role of baclofen is assessed to be unlikely with the event. Events urinary tract infection and kidney calculus are better explanation for the event hydronephrosis. The event aspiration pneumonia and its consequences are better explanation for the event sepsis, hence not suspected for the suspect drug.

Event description:
Information was received from a healthcare provider via novartis on (B)(6) 2016 who indicated the patient was a part of the (B)(6). The patient was hospitalized on (B)(6) 2015 due to the event of gram-negative bacteremia secondary to complicated uti. The patient completed abdominal and pelvic CT and impressions revealed: stable 1 cm calculus within the right proximal ureter in mild proximal hydroureteronephrosis, stable non-obstructing calculi were noted within the left renal pelvis measuring up to 1.0 cm, cholelithiasis, scattered colonic diverticulosis without evidence of acute diverticulitis, evaluation of the imaged lung parenchyma was limited by respiratory motion infarct. The event resolved on (B)(6) 2015 and the patient was discharged on same day. On (B)(6) 2015, the patient experienced moderate "calculus of kidney" and was admitted to hospital on (B)(6) 2015. Therapy status of lioresal was ongoing at the time of this report. The event calculus of kidney was resolved on (B)(6) 2015 and on the same day the patient was discharged from hospital. The investigator assessed the relationship between the study medication and the event of calculus of kidney and urinary tract infection as not related. The investigator did not provide the relationship between the device and the event of calculus of kidney. The investigator has assessed these events as a new illness, injury, which was the first episode of calculus of kidney.